Event description:
It was reported that the pt was admitted in 1995 for CABG with complication of gram negative bacteremia, sternal wound infection/osteomyelitis and urosepsis and septicemia. The pt spiked a temp five days later of 103f. Three of 4 blood cultures were positive for klebsiella enterobacter. Sternum remained stable. Prior to discharge a PICC line was inserted for further IV antibiotic treatment at home. Pt was treated with ceftriaxone and gentamycin. Absorbable sutures were used in sternum to close. Pt was discharged in 8 days later on glynase, digoxin, rocephin, motrin, ferrous gluconate and lopressor.